Manufacturer narrative:
The user reported being in hospital due to severe injury. The user did not mention if they received a diagnosis. It is unclear when the event happened because the user did not want to provide any more information. It is unknown whether the event was related to diabetes or glucose measurements as the user did not want to provide more information. Per dms, user is not using the system since (B)(6) 2025 4:59 pm. Due to lack of information, the reported event could not be confirmed and no further actions were possible. B4. Date of this report 12 dec 2025. G3. Date received by the manufacturer? 12 dec 2025. H6. Medical device problem code updated to 3190. H6. Component code updated to 4776.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized and severely injured. The user did not provide information regarding any diagnosis or the timing of the event and declined to share additional details. The event date was defaulted to when the issue was made aware, on (B)(6) 2025 at 9:01 am. At the time of the call, the user stated they were not feeling well.it is unknown whether the event was related to diabetes or glucose measurements, as no further information was provided.the user does not want to share information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.